Event description:
It was reported that during an unknown procedure, when firing, the shape of the clip became cross, so the vessel was not ligated. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results confirmed that the jaws had become misaligned causing the clips to be scissored and making the instrument non-functional. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use 'do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation." The batch record was reviewed and no anomalies were noted during the manufacturing process. Jaw misaligned, malformed clip.